Manufacturer narrative:
Follow-up report generated in error. There is no new information available at this time. No further subsequent report are expected at this time.

Manufacturer narrative:
Complaint conclusion: the .035¿ 8mm x 24mm 135cm palmaz genesis stent delivery system (sds) could not pass through a non-cordis 8f guiding catheter. The procedure successfully completed with new palmaz genesis stent. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). The device was prepped according to the IFU. There was no damage noted to the packaging of the device prior to use. This was subclavian stent implantation case. The access site was the femoral. The target lesion was the subclavian artery with no calcification, no vessel tortuosity, no vessel bifurcation and with 80% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not kink nor bend at any time prior to the resistance/friction. Other products were successfully used with the device prior to the encountered resistance. The difficulty require that all concomitant products will not be removed together and only the reported product was removed. During prep, was the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. A 6f non-cordis sheath was used. A 300cm non-cordis guidewire was used. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was applied to the sds. The product was returned for analysis. One non-sterile sds genesis .035 8.0x24 135cm sds was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the balloon looks like it has been previously partially inflated. Also, stent was observed partially deployed but still placed into the balloon catheter. No other anomalies were observed. Per functional analysis an insertion / withdrawal test was performed. An attempt to insert the device to an 8f cordis guiding catheter lab sample was made, however, the device could not get through the guiding catheter since the stent was partially deployed but still placed into the balloon. A product history record (phr) review of lot 17742617 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - impeded¿ and ¿stent premature deployment¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the partially deployed stent noted to be on the balloon still during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Attach a stopcock to the catheter¿s inflation port. Attach a syringe, open the stopcock and induce negative pressure. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi hemostatic valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and hemostatic valve. When the stent has passed into the body of the csi, remove the introducer tube. Continue to advance the device over the guidewire through the hemostatic valve and csi.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the .035 8mm x 24mm 135cm palmaz genesis stent could not pass through a non-cordis 8f guiding catheter. Upon product evaluation, the stent was observed partially deployed but still placed into the balloon catheter. The procedure successfully completed with new palmaz genesis stent. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). The device was prepped according to the IFU. There was no damage noted to the packaging of the device prior to use. This was subclavian stent implantation case. The access site was the femoral. The target lesion was the subclavian artery with no calcification, no vessel tortuosity, no vessel bifurcation and with 80% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not kink nor bend at any time prior to the resistance/friction. Other products were successfully used with the device prior to the encountered resistance. The difficulty require that all concomitant products will not be removed together and only the reported product was removed. During prep, was the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. A 6f non-cordis sheath was used. A 300cm non-cordis guidewire was used. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was applied to the sds. The device will be returned for analysis.